Event description:
2/16/96 physician states staple line failure. From discharge summary: 11/27-12/6/95 "he did well post operatively with minimal pain." From discharge summary 1/10/96-1/15/96 "postoperatively he did well. He was discharged with his lung completely expanded. But in subsequent weeks, he developed fluid reaccumulation of the apical aspect of the left chest. Chest tube was inserted; culture showed letter bactamose enterococcus fecalis." 11/27/96 thoracotomy, left upper lobectomy. Discharged 12/6/95, readmitted 1/10/96 and discharged 1/15/96.